Manufacturer narrative:
(B)(4). Concomitant products: 42532006701 - tibia cemented 5 degree stemmed left size d - 64851492. 42502006201 - psn fem cr cmt ccr nrw sz7 l - 64839043. 42512100410 - psn mc ve asf l 10mm 6- 7/cd - 64832415. 42540000032 - psn all poly pat ply 32mm - 64874812. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00118.

Event description:
It was reported that the patient underwent a left knee surgery. Approximately 1 year later, the patient complained of postop shin pain and it was discovered to be a tibial fracture and the patient underwent an orif. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: suggested code: mechanical(g04)-stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. Pain and bone fracture is a known adverse effect of this system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.